Event description:
It was alleged that an underinfusion of insulin occurred with a pt. The pt was receiving an infusion and exhibited hyperglycemia. The medication was adjusted and the pt's condition did not resolve. It was further noted that the smartsite valve was found to be leaking, the tubing was changed and the issue of hyperglycemia resolved. It was reported that the pt was given other medications to reduce stress during the event.